Manufacturer narrative:
Device received with cracked and bleeding lcd glass noted.

Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump received with cracked and bleeding lcd glass noted.

Event description:
Customer reported via phone call that insulin pump had crack on screen and got a black to go across the screen. Customer¿s blood glucose was unknown. Customer was advised to discontinue use of the pump and revert to a back-up plan. Insulin pump will be returned for analysis.